Event description:
The customer's spouse reported a battery out limit alarm. The blood glucose reading was 125 mg/dl. The customer stated that the unit alarmed after a battery change. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that all operating currents are within specification. No unexpected battery out limit alarm noted. The device was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.